Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced atypical low voltage advisory events reported. Log files were submitted for evaluation. On (B)(6) 2026 the patient was experiencing low voltage advisories that could not be resolved by connecting to either wall or battery power. Based on their history they eventually resolved on their own. The night before at 8.20pm on (B)(6) 2026 they began to experience the issue. The patient stated that they kept silencing the alarm and it eventually resolved. The system controller was replaced on march due to green discoloration of their old system controller. The controller the patient has now was their backup system controller provided at implant. There was no damage noted on any cables. The event log file captured atypical low voltage advisory events on (B)(6) 2026.these all occurred while connected to mobile power unit (mpu) power. The data indicates that expected voltage was present, however the voltage data signal was reduced during these events. The event log file contained few events while connected to battery power. The mobile power unit (mpu) in use, (B)(6), should be returned for evaluation. It was reported that the patient has continued to have low voltage advisory alarms while connected to her new mobile power unit (mpu). The patient left a message to report the issue and when the site returned to their call the alarm had cleared. In the event log file evaluated, this rsoc value was fluctuating greatly on the signal across the white power lead. Although the voltage remained consistent, there were low power advisory alarm events triggered because of reductions in the rsoc value monitored on the white power lead. Since after replacing the mobile power unit (mpu) the alarms persist, it was recommended to replace the system controller.